Event description:
Was trying to insert dexcom g6 sensor and the needle got stuck inside and wouldn't retract. Applicator remained stuck to sensor with the needle still out/inside me, so I had to rip off the entire device. This has happened numerous times with dexcom g6 (twice within the past month, at least 5 within the past year). FDA safety report ID# (B)(4).